Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cough [cough]; brush head caught in throat [foreign body in respiratory tract]; brush head fell apart, bottom bristle section came off [device breakage]. Case description: report source: spontaneous. A husband reported that his wife of unspecified age used a brush head from an oral-b power oral care refills dual action brush set 3ct, brushing 2 times a day, and it fell apart in her mouth and got caught in her throat on an unspecified date in (B)(6) 2018. She coughed to spit it out, and discontinued product use on (B)(6) 2018. The case outcome was recovered. The reporter stated his wife had been using an oral-b rechargeable toothbrush, version unknown for 5 or 6 years, she had previously used dual action brush heads, and this was the first time to have this experience. No further information was provided. On (B)(6) 2018 follow-up via phone: the husband reported the part of the brush head that came off was the bottom bristle triangle shaped section. No further information was provided.

Manufacturer narrative:
24-apr-2018 product investigation results: the reporter returned toothbrush head on (B)(6) 2018. Product return was received and investigated. Investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Cough [cough] brush head caught in throat [foreign body in respiratory tract] brush head fell apart, bottom bristle section came off [device breakage] case description: report source: spontaneous. A husband reported that his wife of unspecified age used a brush head from an oral-b power oral care refills dual action brush set 3ct, brushing 2 times a day, and it fell apart in her mouth and got caught in her throat on an unspecified date in (B)(6) 2018. She coughed to spit it out, and discontinued product use on (B)(6) 2018. The case outcome was recovered. The reporter stated his wife had been using an oral-b rechargeable toothbrush, version unknown for 5 or 6 years, she had previously used dual action brush heads, and this was the first time to have this experience. No further information was provided. 27-feb-2018 follow-up via phone: the husband reported the part of the brush head that came off was the bottom bristle triangle shaped section. No further information was provided.